Event description:
It was reported that the suspect device was in use to check the pt's blood glucose and a result of 416 mg/dl was obtained. Emt's were called and they performed a blood glucose test with their equipment and the level was 46 mg/dl. Pt was then transported to the hospital for observation and given juice and sugar until pt came around to a normal state. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.